Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched causing the inner tubing to buckle prevent the helix from working correctly.

Event description:
It was reported that during implant procedure that the doctor thought that the helix was not deploying despite many repositioning attempts. The lead was not implanted. No patient complications have been reported as a result of this event.